Event description:
The event involved a microclave® clear neutral connector where it was reported that there was a microclave that leaked into the chamber. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Manufacturer narrative:
Investigation summary: a photo was returned showing the mc100 microclave. It appeared residual fluid was observed inside of the housing. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The devie history review could not be reviewed due to the unknown lot number.